Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 65-year-old male patient presenting for high-risk pci (hrpci) with a history of coronary artery disease (cad). Post-procedure, staff reported that console (B)(6) was pulled for the case, but upon initiation it displayed an error related to the purge cassette/disk. The clinical team proceeded with support using a different aic console. Later in the day, when the original console was powered back on, the start-up screen was described as ¿acting weird¿ and progressing ¿very slowly.¿ the site contacted us the following day, and they were instructed to remove the console from service, and a complaint was entered. The reported events include failed-to-detect purge cassette, display issue, medical device removal and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.